Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring at 1300 ohms. There was no noise noted. All other lea parameters were stable and in range. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device was disposed and so will not be returned for analysis.